Event description:
The user facility reported that during an unspecified procedure, the tip of the grasper broke in the pt. The user was not able to retrieve the broken tip correctly, as the grasper wire broken and the tip was on an angle and when it was removed the nurse indicated that it may have caused tear or injury to the pt. Olympus followed up with the user facility via telephone and in writing to obtain more detailed info regarding the reported event, but no further info was provided.

Manufacturer narrative:
The foreign body forceps reference in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. This report will be updated once the device is returned later.